Event description:
Patient reported "I have the implants that have been recalled and I 've had some issues that I've been referred to a plastic surgeon for. Underarm issues- tenderness, swelling." Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, a broken shell, and red particles. A visual and micro analysis was performed which identified a sharp broken, missing shell (0-25%) and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness was within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening and a missing shell due to inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.